Event description:
It was reported that the customer experienced intermittent elevated blood glucose (bg ) levels ranging between 233-567 mg/dl. Cause was unknown on (B)(6) 2023. Troubleshooting with tandem technical support was performed on (B)(6) 2023 and determined insulin was not being delivered from the cartridge. Customer administered a correction injection as well as performed a supply change to address the bg. Insulin therapy was successfully resumed after the supply change. Recommendation was made to consult a healthcare provider in regards to diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.